Event description:
It was reported that during the implant procedure, the lead would neither pace nor sense after multiple placement attempts. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.